Manufacturer narrative:
This report is being supplemented to provide results of device evaluation and investigation of the device. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was confirmed and the image was blurry due to a faulty charged coupled device (ccd) unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although device evaluation confirmed the bad image was caused by a faulty ccd unit, a root cause of the faulty ccd unit was unable to be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the hd autoclavable camera head was bad. The issue was found during reprocessing. There was no reported patient harm or impact due to this event.